Event description:
Procedure: unk. According to the reporter: it was just possible to fire one clip correctly. All further clips either could not been fired or there came 3 till 4 clips at once. Surgery time was been extended approx 30.